Manufacturer narrative:
The investigation of purge cassette failure has been completed. The returned purge cassette was accidentally dropped from return bag by investigator. It is unknown if damage occurred before or after purge cassette was returned. The purge cassette was inserted into the automated impella controller (aic) and the purge cassette defective alarm reproduced on multiple consoles. The logs confirm purge cassette failure alarms. Insufficient logs were returned. The root cause of the priming issue was determined to be due to rfid programming issues as issue reproduced on returned product.

Manufacturer narrative:
The purge cassette was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that during impella cp setup, the automated impella controller (aic) presented a "purge disc not recognized" error. The purge cassette was changed without success. The backup console presented with the same error. Therefore, implant not possible.